Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedures, l4 laminectomy, bilateral medial facectomy and foram inotomy. L5 laminectomy, bilateral medial facetectomy and foraminotomy. S1 laminectomy, bilateral medial facetectomy and foraminotomy. Bilateral decompression of the nerve roots at l4, l5 and s1 bilaterally, bilateral transforaminal discectomy l4-5, l5-s1. Placement of bilateral transforaminal interbody fusion device, l4-5 and l5-s1. Harvesting of bone from the spinous process. Posterior segmental instrumentation l4-5, l5-s1 using surgical dynamics MRI compatible posterior instrumentation and pedicle screw system. Bilateral lateral transverse fusion grafting with cancellous and cortical bone harvested from the spinous process at l4-5, l5-s1. Placement of an epidural catheter for post-operative delivery of an epidural anesthetic. Harvesting of bone marrow aspirate from the right iliac crest for stem cells for posterolateral arthrodesis. Preoperative diagnosis: lumbar radiculopathy. As per op notes: ¿¿rhbmp-2/acs was mixed with autologous bone that has been harvested from the spinous processes and this was all placed in the lateral gutters and stem cells from the "bmac" was placed in the lateral gutters.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.